Event description:
Customer reported that she had high blood glucose of 431 mg/dl. Customer stated that the sticker came off and that her insulin pump drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case noted during visual inspection. Drive support disk was inspected and no anomaly was noted. However, cracked end cap was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.